Event description:
Reportedly, five hours after the end of the operation, the pt started coughing. Dark blood loss was noticed through the meridith drain. The pt arrested. During an emergency re-operation, the surgeon found the suture had broken on the superior vena cava. The vein was not torn, but the suture was clearly broken. They clamped the vena cava and it was sutured again. The blood perfusion was done and blood pressure and cardiac rhythm returned to normal. At 6:00 am, when it was not possible to wake the pt, a cerebral death was declared. The death was attributed to cerebral ischemia from the hemorrhage. In the emergency situation to save the pt, the broken suture was not kept. The procedure was a right pneumonectomy extending to the superior cava vein.